Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit. The devices remain implanted in the patient. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the loop of the patient's lead eroded through the skin at the previous suture site. The patient underwent a revision procedure where the wound was thoroughly cleaned, the leads were re-sutured deeper and prophylactic antibiotics were administered. The physician believed the lead erosion was due to the stiffness of the lead and anchoring techniques. The issue was resolved.

Event description:
A report was received that the loop of the patient's lead eroded through the skin at the previous suture site. The patient underwent a revision procedure where the wound was thoroughly cleaned, the leads were re-sutured deeper and prophylactic antibiotics were administered. The physician believed the lead erosion was due to the stiffness of the lead and anchoring techniques. The issue was resolved.